Event description:
Co product surveillance received a report from a home patient that the whole box of minicaps has very little if any at all of betadine in the caps. The home patient described the inside of the caps to be white. In 2006, the home patient reported to the clinic with abdominal pain, nausea, diarrhea, and cloudy effluent. The following day, a culture of the effluent grew staphylococcus aureus. On the same day, the wbc (white blood cell count) was 9350 with 98% polycytes, 1% mesophils, 1% monocytes and rbc (red blodd cells count) was 166. Three days later, the wbc was 113 with 28% polycytes, 4% mesophils, 46% lymphocytes, 22% monocytes and the rbc was 134. The patient received 2g of vancomycin and 80 mg of gentamycin one day after the original date, and continued to recieve 2g of vancomycin weekly. The patient is doing well, but not yet recovered.

Manufacturer narrative:
Samples were discarded by the customer and not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.